Event description:
It was reported to boston scientific corporation that a contour injection stent was used in a ureteroscopy procedure preformed on an unknown date. (Patient ID, age and weight are unknown) according to the complainant, the stent had to be replaced due to an obstruction. Attempts were made to obtain additional patient and event information, however the complainant confirmed no further information is available.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.